Event description:
It was reported that at normal device changeout that there was a low impedance trend in both the atrial and ventricular leads. The device was explanted and no patient complications were reported as a result of this event.